Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. A leak test found no signs of leakage in the fluid path. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 450 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a bolus was given.